Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella rp flex being placed to a support a post transplant patient. Once placed, the impella rp flex failed to start and was replaced. There was no patient harm.